Manufacturer narrative:
The universal surgical manipulator (usm) involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) was collapsing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the robot arm dropped down the surgical first assistant had the arm in their hand so there was no damage to the scope or injury to the patient.